Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer received a questionable result from coaguchek xs meter serial number (B)(4). At 10 am, the result from the meter was 6.3 inr. At about 10 am, the result from a laboratory using dade innovin reagent was 4.5 inr. There was no allegation of an adverse event. The customer was not anemic, had no heparin, no antiphospholipid antibodies, no direct thrombin inhibitors, no change to coumadin dose, no new medication, no diet change, no illness, and no symptoms of bleeding or bruising. The therapeutic range was 2.1-3.15 inr. The suspect meter and strips were requested to be returned for investigation. Replacement product was sent. The returned meter was tested in comparison to a retention meter and masterlot strips. Human blood samples from warfarin donors were used. Donor 1 inr: 2.4 inr. Donor 2 inr: 2.6 inr. Donor 1 hct: 38%. Donor 2 hct: 42%. Testing results: donor 1: retention meter with masterlot strips: 2.5 inr; customer meter with masterlot strips: 2.5 inr. Donor 2: retention meter with masterlot strips: 2.6 inr; customer meter with masterlot strips: 2.6 inr. All results were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material meet the specifications. Relevant retention test strips (lot 286322) were tested in comparison with the current master lot. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable. No information was provided in the complaint case that would point to a cause for the result discrepancy.